Manufacturer narrative:
Upon investigation of the incident, it was determined that the order was not crossing over. A technical support specialist reached out to the customer as the patient had been discharged already. Customer replied that the issue was resolved by pharmacy technician. The system functioned as intended after the customer resolved it. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a patient order was not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.